Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated they replaced the electrode pads and no product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.